Event description:
The customer reported that insulin was squirting out of the infusion set. Instructed the customer to change the infusion set to troubleshoot. The customer stated that insulin did squirt out. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had an intermittent response to button press due to corroded keypad trace. The insulin pump had a cracked reservoir tube and missing end cap sticker.